Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the stapler fired over the stomach and the staples did not form. The staple cut and didn't staple. The procedure was converted to open. 12/11/98 rep called and said the hospital called and wants the stapler back. She had not yet mailed it in, and returned it to them.